Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during panniculectomy, when the device was being applied to the abdominus muscle and subsequent vessels the device was having scissoring issue followed by loading and popping off issues. At the same time the clips would fall into the patient, but it will be subsequently retrieved. As per reporter the applier had poor quality control and every so often, they have got pretty bad batch and end up tossing about twenty to thirty percent of the appliers. Once an applier started cutting the vessels in two and not ligating the vessel we have to throw them out. There was no known patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.